Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer called to report a pump error 35 alarm. The customer's blood glucose reading was 20 mmol/l. Customer replaced the reservoir and infusion set. The customer was advised to revert to a back-up plan, the device was replaced and will be returned.

Manufacturer narrative:
The insulin pump passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. The insulin pump was returned for pump error 4 and 53. Format history file analysis confirmed pump error 4 and 53 due to software error. The device was received with scratched case and pillowing keypad overlay.